Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead the data file was provided. Review of the data file showed excessive ECG artifacts in the pads lead, which accompany the pads lead fault messages. By design, the device will not discharge in a pads lead fault condition. The messages are warnings that the device does not detect a valid patient impedance, possibly caused by poor coupling between the patient and the paddles. The device, multi-function cable, and paddles were not returned as part of the investigation. No trend is associated with reports of this type.